Event description:
The customer observed false nonreactive architect hbsag and anti-hbc ii result on one patient who received interferon treatment. The results provided were: on (B)(6) 2023 hbsag 0.00 iu/ml (0.05 iu/ml nonreactive) /previous history in (B)(6) 2022 1239 iu/ml ( or 0.05 iu/ml=reactive) /on (B)(6) 2022 1542 iu/ml . Anti-hbc 0.40 s/co (1.00 s/co nonreactive) /on (B)(6) 2022 7.60 s/co (or = 1.00 s/co reactive) /on (B)(6) 2022 7.74 s/co /hbv dna. Negative there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c36-76 that has a similar product distributed in the us, list number 4p53.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and specificity testing of architect hbsag, reagent lot 37603fn01. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of 12 months of complaint data did not identify any non-statistical trends or any atypical complaint activity associated with this described issue. Trending review determined no trend for the issue for the product. Return testing was not completed as returns were not available. In-house specificity testing was performed with a retained kit of lot 37603fn00 (note: 37603fn01 is a china specific lot with size code -76 and is identical to lot 37603fn00 which is sold worldwide). All specifications were met indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Based on the investigation no product deficiency was identified for the architect hbsag reagent, lot 37603fn01.